Event description:
During an initial implant procedure, episodes of noise resulting in oversensing were observed on the device. The device was explanted and replaced to resolve event. The patient was stable with no consequences and will continue to be monitored.